Event description:
During an atrial fibrillation ablation procedure, a displaced electrode on the catheter was noted. When the catheter was inserted into the sheath using the insertion tool, only about half of the ring was inserted and then it could not be inserted further. When the catheter was removed, it was noted that one of the ring electrodes was slightly slanted. The catheter was replaced to a non-abbott catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The device was returned without the straightener. Electrode 7 was displaced. The catheter was inserted and withdrawn from a stock sheath using a stock straightener with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode is consistent with damage during use.